Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia, with a blood glucose value of 249 mg/dl and levels outside the target range since the morning after breakfast and coffee; the user noted a pattern of post-coffee highs and received education on announcing meals earlier and syncing reports with the healthcare provider. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included customer support troubleshooting and education regarding meal announcement timing and data syncing. Investigation of this case revealed no device alerts or alarms and no evidence of device malfunction. It was concluded that the event involved hyperglycemia with an unclear cause.